Event description:
Contacted allergan and asked about whether or not I had textured or non textured implants, they said they could not find me in their data base. I've told that for several years, an allergan (natrelle) rep contacted me to see how I was doing and paid me for their brief surveys. Now, I'm told they have no record of me in their data base. My dr, (B)(6) told me that they would be able to track the type of implant with the serial number. (B)(4) (rep) at allergan said they were unable to "find" me in their system. I am assuming that they are avoiding telling me because I do have the textured implants that are being recalled. I have not gotten any tests yet, so I cannot provide the above info. My concern is that allergan is "hiding, or deleting" their consumer info to avoid any liability. FDA safety report ID# (B)(4).